Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user announced a "normal dinner" consisting of fried chicken and fries, after which blood glucose rose above 300 mg/dl and remained elevated outside 70¿180 mg/dl for about five hours, with a reported peak of 257 mg/dl during the documented questionnaire, while using a dexcom g6 and no backup therapy. Symptoms included feeling normal without acute complications. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included troubleshooting and education regarding meal announcements and acknowledgement that the system is early in the learning period. Investigation of this case revealed that the device was functioning, with hyperglycemia associated with meal composition and potentially inaccurate meal size announcement during the startup learning phase. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in meal announcement coupled with expected algorithmic adaptation during early use.